Event description:
It was reported that during a shoulder arthroscopy both anchor broke off inside the patient during insertion. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that on one device the suture threader was missing. The suture assembly was still assembled to the driver. On the second driver, the suture assembly was disassembled from the driver and the o-ring was not returned for investigation. On both devices it was noted that the screw was broken. On one it was broken close to the distal end of the screw. On the other it was broken on the proximal end. The method used to prepare the bone during the procedure as well as the bone quality encountered were not provided. The cause remains undetermined, however, a probable cause is attributed to improper bone preparation and/or interference between the device and hard bone.